Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) was dead. The patient had turned off the ins for an MRI and then was having problems turning it back on. The patient thought it was charged but when the manufacturer representative hooked it up to turn it back on in order to boost it they stated the ins was dead. It was reported that the consumer thought the ins was dead because it was not providing relief anymore. This occurred in 2015. The patient was in severe pain since (B)(6) 2016. The patient requested listings of hcps who could replace the device. No further complications were reported.